Event description:
Pt had a percutaneous transluminal angioplasty to rt renal artery without difficulty. A pca and stent was attempted to the lt renal artery with a 5mm x 15mm j & j stent and the stent was noted to be at the forward tip of the balloon. The balloon was not inflated. The stent had come off the deployment balloon when being advanced through the guide and had not been inflated or deployed. Attempts to try to recapture stent on balloon were not successful. Microvena snare was introduced attempts were made to pull back the stent into the #8 french sheath or a #10 sheath without success. Stent was snared but was not running perpendicular to sheath and would not reenter sheath. Pt was taken to surgery to have stent removed. Lt femoral endarterectomy and patch angioplasty. Pt developed retroperitoneal bleed, shock, sepsis, thrombocytopenia and eventually died.